Event description:
It was reported that during a low anterior resection, the device fired malformed staples. The md checked the donuts which were large, complete, and well formed. The case was completed with this device with no patient consequence.